Event description:
Occlusion for lipid infusion: lipids on PICC line occluded; the line was properly set up and proper med line was being used. The extension set/smallbore tubing/1.2 micron low protein binding filter became occluded primarily with smof fluids. Could not manually flush lipids thru filter extension. Replaced filter and restarted infusion.